Manufacturer narrative:
A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that when using the bd pyxis¿ medstation¿ es, multiple drawers were failed on the station and had critical override mode. The customer reported there was a delay in dispensing medications to the patient. There were no adverse events or injuries reported based on this event.

Event description:
It was reported that when using the bd pyxis¿ medstation¿ es, multiple drawers were failed on the station and had critical override mode. The customer reported there was a delay in dispensing medications to the patient. There were no adverse events or injuries reported based on this event.

Manufacturer narrative:
Additional information: section h imdrf annex codes. A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaints with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 07-may-2025 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of this incident, the technical support specialist (tss) stated that the tss received a call back from user regarding the case and informed that they would wait until the end of the week to confirm whether a lan port connection would be available, in which case wi-fi support would no longer be necessary. User mentioned that if assistance from csc was still required, she would reach out again next week to create a new case. Based on user instructions, the tss proceeded to set the case to complete status. No further investigation was required.